Event description:
On (B)(6) 2006, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure without any complications. It was reported that on (B)(6) 2015, the follow up computed tomography angiography (cta) revealed some contrast in the aneurysmal sac from lumbar artery (type ii endoleak) or from the left side distal (type I endoleak, distal). Reportedly, the left contralateral leg component (B)(4) appeared to be only approximately 1 cm in the common iliac artery. It was reported the cause of the endoleak was a lack of seal and length of the endoprosthesis in the left common iliac artery. Reportedly, the aneurysm enlarged (unknown amount). The distal extension was performed on (B)(6) 2015 and a (B)(4) device was used to fix a distal type I endoleak. The procedure was concluded without any further issues. The patient was doing well following the procedure. The physician decided to monitor the type ii endoleak.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Images were sent to gore for analysis. Further information will be provided.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to field for the results of the imaging evaluation. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU states: the length of the gore excluder® aaa endoprosthesis should be sufficient to reach from just inferior to the most distal (lowest) major renal artery to non-aneurysmal tissue in the common or external iliac arteries. All lengths and diameters of the devices necessary to complete the procedure should be available to the physician, especially when pre-operative case planning measurements (treatment diameters / lengths) are not certain. This approach allows for greater intraoperative flexibility to achieve optimal procedural outcomes.